Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the two devices was received and forwarded to the supplier for evaluation. Device #1, the active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace. The rest of the device has no other visible issues. The device passed the electrical tests for capacitance and continuity. The hipot test was not conducted due to the condition of the tip. For functional testing, the device was checked for minimum, default and maximum values against vapr vue software with no issues noted. No further functional tests were conducted due to tip damage visible. Device #2, the active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace. There is excessive erosion noted on the active tip at the 11 o'clock position. The rest of the device has no other visible issues. The device passed the electrical tests for capacitance and continuity. The hipot test was not conducted due to the condition of the tip. For functional testing, the device was checked for minimum, default and maximum values against vapr vue software with no issues noted. No further functional tests were conducted due to tip damage visible. The damage to the manifolds on both returned devices is consistent with other lps devices that have been investigated under a supplier corrective and preventative action (CAPA). The overall cause of the complaints is unknown; however the damage seen on both of the devices is consistent with devices that have been investigated under the supplier CAPA. As requested by the customer further investigation into the failure mode is being carried out under a new supplier CAPA. This investigation work is being coordinated by the CAPA team and once this has concluded an updated report will be added to the complaint file and communicated to the customer. The root cause of this event has been reviewed against the risk analysis and is consistent with the expected outcome of such an event, the frequency is as anticipated and the risk level is an alarp (as low as reasonably possible) rating where (severity: serious - results in injury or impairment requiring professional medical intervention; occurrence: probable 1/1000 to 1/10000 procedures per annum). A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the electrode fell in error mode. During a shoulder cuff repair, vapr stopped suddenly. Another electrode was used. At restarting, visible electric arcs were seen during activation. Electrode was not in the patient shoulder at this time. Overconsumption of material and discomfort for surgery. No patient consequences, another like device was used. Please see also medwatch report: 1221934-2018-54679.